Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range impedance measurements on a competitor¿s left ventricular (lv) lead. Boston scientific technical services (ts) suspects that the integrity of the lv lead is compromised. Surgical intervention is planned but not yet scheduled. No adverse patient effects were reported.